Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd IV set experienced tubing ballooning. The following information was provided by the initial reporter: IV pump was ringing off occluded repeatedly. The IV itself was functioning without issue. They opened the pump to see if there was an issue there and found that the sofr section of the tubing that fits in the pump had ballooned up.

Event description:
It was reported that the unspecifed bd IV set experienced tubing ballooning. The following information was provided by the initial reporter: IV pump was ringing off occluded repeatedly. The IV itself was functioning without issue. They opened the pump to see if there was an issue there and found that the sofr section of the tubing that fits in the pump had ballooned up.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. It was reported that the soft section of the tubing that fits in the pump had ballooned up. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers were unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.